Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a female patient. The patient was injected superficially with radiesse, for collagen stimulation, on (B)(6) 2025. Batch number and expiry date were reported as unknown. Radiesse was diluted in a 1:1 ratio. The patient was concomitantly injected in a deep plane with hyaluronic acid of the brand chroma. On (B)(6) 2025, after the radiesse injection, the patient experienced reddish area with pain, swelling, and heat. A vascular complication was suspected. The consultation was scheduled for (B)(6) 2025 (reported as today) at 19:00). The emergency protocol was put in place and the emergency kit was transferred to the physician. After hyaluronidase infiltration (reported as the night before this report), the patient appeared to have an infection. Ecchymosis was observed in the area, and there seemed to be no sign of ischemia. It was indicated to monitor the evolution of the patient closely. On (B)(6) 2025, the physician suspected the adverse effect and started with the treatment. The patient was treated with antibiotic, anti-inflammatory corticosteroid (corticotherapy) and antihistamine. On (B)(6) 2025, a check-out appointment was scheduled. The physician confirmed suspicions. The outcome of the events was unknown.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible temporal relationship, whereas no precise information was provided on injection site or event localization so a local relationship can only be assumed based on the wording of this report. Vascular complication associated with device (serious), equivalently expected as vascular compromise, and injection site infection (non-serious) are expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported pain, redness, swelling, heat and ecchymosis are considered to be symptoms of both the vascular complication and the reported infection. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the vascular complication was not further specified and the patient received comprehensive treatment with an unknown outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious event vascular complication associated with device because treatment was deemed necessary to prevent a permanent damage.